Event description:
Customer reportedly obtained results of 212 mg/dl and hi (result greater than 600mg/dl) on the aviva system within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.